Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed where black and white foreign material was removed during inspection. Additional findings included a missing nozzle, biopsy channel was leaking, insertion section was wrinkled, light guide (lg) tube was wrinkled, objective lens was broken, and the image was blurry due to stains. The lg bundle was yellowish due to fluid invasion, switched could not function, there was no nameplate on the scope connector cover, leakage occurred on both the angle knob and lg rod, the suction cylinder was worn and the contact pins on the electrical connector were corroded. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign material or specify cause of the material lodged in the channel. We obtained the following information regarding the user¿s reprocessing and handling. There was no deviation from the instructions for use (IFU). Air/water flow function was inspected before procedure. Reprocessing was performed in accordance with IFU. The user used a/w channel cleaning adapter (mh-948) when feeding air/water. The user performed pre-cleaning immediately after using the device for procedure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was insufficient air/water flow when using the evis lucera gastrointestinal videoscope. The issue was found after the diagnostic procedure, which was completed with the same device. There was no patient harm associated with this event. The device was returned and evaluated, and the air/water channel was found to be clogged by a foreign material, which was removed during inspection.